Manufacturer narrative:
One patient sample was returned by the customer for investigation. The customer's elecsys results were verified. The sample was further tested on a siemens centaur which generated comparable measurements to the elecsys results. No known interference factors could be identified in the sample using methods available for testing. According to the investigation, the elecsys results on the patient sample should be reliable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Customer provided update to date of occurrence documented (B)(6) 2010 in initial medwatch. Correct date of occurrence is (B)(6) 2010. The discrepant tsh and free t4 results reported in the initial medwatch were from two different samples collected on different days from the same patient. Neither sample was repeated. The initial tsh and free t4 results reported in the initial medwatch report were from a sample collected (B)(6) 2010. This sample was tested on the modular e analyzer. The repeat results for tsh and free t4 listed on the initial medwatch report were from a sample collected (B)(6) 2010. This sample was tested on a competitor analyzer (possibly abbott architect). Previous tsh and free t4 results provided: (B)(6) 2009, tsh = 7.16 uiu/ml and free t4 = 1.2 ng/dl. Based on these results, a treatment for hypothyroidism was initiated.

Event description:
User received discrepant tsh and free t4 results for one 4.5 year old child. Sample type is serum. Repeat testing performed on different analyzer, possibly abbott architect. Initial tsh gave 5.48 uu/ml, repeat gave 1.84 me/l. Initial free t4 gave 1.5 ng/dl; repeat gave 16.5 pmol/l. No information provided if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User received discrepant tsh and free t4 results for one (B)(6) child. Sample type is serum. Repeat testing performed on different analyzer, possibly abbott architect. Initial tsh gave 5.48 uu/ml, repeat gave 1.84 me/l. Initial free t4 gave 1.5 ng/dl; repeat gave 16.5 pmol/l. No information provided if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.